Event description:
Bleeding in the lung was not due to the impella. The position unknown alarm was on the console.

Manufacturer narrative:
Additional event information received in b5

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Since neither data logs nor product were returned for investigation, the cause of the product issue could not be determined. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported left lung bleeding. Position alarms were also reported. The patient remains on impella support.

Manufacturer narrative:
Updated information: d1 brand name updated. D4 catalog and serial number update. D6b explant date added.